Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker had stored a signal artifact monitoring (sam) episode with that appeared to be oversensing of the minute ventilation (mv) sensor. In addition, this pacemaker exhibited undersensing while the patient was in an atrial arrhythmia and there was a large farfield signal from the ventricle. Some of the stored atrial tachy response (atr) episodes lasted for minutes/hours. As a result, atrial sensitivity was lowered and the blanking period was extended. It was noted that all diagnostics were normal, and impedances trends were fine. This device remains in service. No adverse patient effects were reported.